Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings. In situ.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a patient presented with a possible set screw back-out. The patient reportedly had a possible set screw back-out approximately 5 months post-op.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the screw remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. The four torque limiting (or clutch-style) handles that were returned were inspected. The handles were within specification, but on the low-end of the specified torque range. It is possible that the rods were not fully reduced in the heads of the pedicle screws, and the set screws torqued off prior to seating fully in the screw heads, predisposing the pedicle screws to axial slip and early set screw back outs. While no patient trauma was reported, the x-rays revealed a mismatch in height of the s1 and s2ai screws. The rod did not appear to be contoured accordingly, which may have contributed to this incident via increased reduction forces on the s2ai screw and set screw causing the set screw to back out.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a patient presented with a possible set screw back-out. The patient reportedly had a possible set screw back-out approximately 5 months post-op.